Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that there was a malfunction of the programmer touchscreen. The software was upgraded and the touchscreen was calibrated. The programmer then passed the functional test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a malfunction of the programmer touchscreen. The programmer was returned to service. There was no pat ient involvement.